Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, unable to stay closed and noticed liquid spill in the drawer. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, unable to stay closed and noticed liquid spill in the drawer. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and failed to stay closed. A field service engineer (fse) found main full height 4 not sensing closed. Inspection revealed the latch inseparable was missing a magnet, which was replaced. Function checks were performed, and the hardware test application test passed. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.